Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that his ins needed to be reprogrammed because it wasn¿t helping with the pain that he originally got it to help with even after he tried his different groups for a couple of days each. The patient reported that it wasn¿t post-surgical pain that he was experiencing but rather a return of pain the ins was put in to help with. The patient reported that his ins had moved, noting that the healthcare provider (hcp) was unsure when it actually moved, but said it could have been immediately post implant, so he had a surgical revision in (B)(6) 2019 to put the leads and the ins in the correct place. The patient noted that his hcp told himhe would have some recovery time where he would experience post-operative pain, but that time had passed, and he needed reprogramming for the past 4 weeks or so because he hadn¿t had any relief from the ins. No further complications were reported.